Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 34 mg/ml hydromorphone at a dose of 10.5 mg/day, 170 mcg/ml clonidine at a dose 52.4 mcg/day, and 7 mg/ml bupivacaine at a dose of 2.15 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump status and/or event log report showed that a motor stall occurred. It was unknown if the patient recently had an MRI. The reported symptoms were pain. This was considered a sudden change in therapy/symptoms. The event date was stated as (B)(6) 2017. The actions/interventions taken were the pump was attempted to be reset. The pump still read motor stall after each attempt. The patient¿s weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration. It was reported that the pump registered a motor stall when interrogated prior to the replacement of the new pump. Surgical intervention occurred, and the pump was explanted on (B)(6) 2017. The customer discarded the pump. No [additional] interventions/actions were taken. There were no [additional] applicable diagnostics/troubleshooting performed. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient¿s status was alive; no injury. The patient¿s medical history was unknown.